Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not sensing appropriately. Chest x-ray found the lead to be dislodged. During the revision, the lead was unable to be advanced back into the atrium due to the patient¿s anatomy. After removal, the lead was damaged by the lab staff with a gauze on the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.